Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "dr explanted above components for loosening due to osteolysis; replaced with titanium cup and cone/conical rms with navigation."